Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post-operative fracture, approx 3 cm proximal to a tcc plate. Nine months post op. A revision surgery was scheduled for (B)(6) 2015.

Manufacturer narrative:
Because the device was not returned for evaluation and there was limited information provided the root cause of this issue cannot be definitively determined. This is the final report submitted regarding this surgical event and medical device.